Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it inappropriately cycling power was confirmed. Ventec observed that whenever the device's front case was pulled out/moved, that the device would power on and off by itself. Ventec visually observed that the lcd cable was damaged. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the damaged lcd cable.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device would inappropriately cycle power. There were no reports of patient use associated with the reported event.